Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon review of stored episodes, noise on the right atrial (ra) channel was observed. It was noted that the minute ventilation signal was programmed to atrial tachy response (atr) only. Boston scientific technical services (ts) was consulted and discussed that the noise may be related to the pacemaker sensing the minute ventilation signal and suggested programming it off. Further review of the data stored in the pacemaker saw intermittent jumps in impedance measurements. The pacemaker and another manufacturer's ra lead remain in service and no adverse patient effects were reported.